Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Communication with the customer , the following information conveyed: the contamination (foreign material/stain in the device distal end ) found on the subject device did not lead to any infection of a patient or employee. No further information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request with no specified fault or issue reported. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign material/stain in the device distal end. This report is being submitted due to the finding of foreign material/stain in the device distal end (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found leak at device a-rubber. Air leak inspection failed. Furthermore, inspection found foreign material/stain in the device distal end. Additionally, the following defects were identified during device inspection: forceps channel port has a dent. Air/water (aw-cylinder) has discoloration. Suction cylinder (s-cylinder) has discoloration switch box has a dent. Due to a cut on heat shrinking tube of fe lever, expected insulation capacity cannot be obtained. Due to damage on ch-tube, water tightness is lost. Objective lens has a scratch. Connecting tube has a buckling. Adhesive around objective lens has wear. Light guide (lg) lens has discoloration there is corrosion around l-arm. Follow ups are inprogress regarding the event reported. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information provided stated the duodenoscope was commissioned to be scrapped and no further information is available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.